Event description:
Rn reported a dialyzer blood leak occurred during treatment on a system 1000 hemodialysis device with no alarm . During treatment a nurse noticed abreak in the dialyzer fibers. The treatment was stopped and the line tested for a blood leak. The results were positive however there was no device alarm. There was no pt injury or medical intervention associated with this incident per rn.